Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified while the alleged occlusion issue was verified in the pump logs; however, no failure was identified.